Event description:
It was reported that the smartsite connector backflowed with blood soon after the needless connector was changed on the red lumen of the cvp. Attempts to flush the blood were unsuccessful, and blood was noted outside the blue inner portion of the valve. The connector was changed, with no further occurrences. The customer stated there was no patient harm. Although requested there was no additional event details provided.

Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. Visual inspection the smartsite was received with traces of blood inside the connector. Functional testing showed no anomalies. The received smartsite¿s female and male luer ports were measured and found to be within iso standards. The root cause of the customers report could not be determined.

Event description:
It was reported that the smartsite connector backflowed with blood soon after the needless connector was changed on the red lumen of the cvp. Attempts to flush the blood were unsuccessful, and blood was noted outside the blue inner portion of the valve. The connector was changed, with no further occurrences. The customer stated there was no patient harm. Note received with product from customer stating ¿per documentation, needleless connector backflowed with blood soon after needleless connector was changed on red lumen. Attempts to flush were unsuccessful: blood noted outside of blue spring of needleless connector. Needleless connector changed, saved in bag, and provided to unit cns.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.

Manufacturer narrative:
The customer¿s report of smartsite needle-free valve backflow and blood in the smartsite body only confirmed blood inside the smartsite body. No backflow was observed or replicated with the received smartsite during internal lab testing. Functional testing of priming, infusion and pressure testing found no other anomalies with the received smartsite. The smartsite was received with traces of blood inside the connector, between the valve's clear body and piston. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, misassemblies. No other anomalies were observed on the smartsite during visual inspection. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
It was reported that the smartsite connector backflowed with blood soon after the needless connector was changed on the red lumen of the cvp. Attempts to flush the blood were unsuccessful, and blood was noted outside the blue inner portion of the valve. The connector was changed, with no further occurrences. The customer stated there was no patient harm. Note received with product from customer stating ¿per documentation, needleless connector backflowed with blood soon after needleless connector was changed on red lumen. Attempts to flush were unsuccessful: blood noted outside of blue spring of needleless connector. Needleless connector changed, saved in bag, and provided to unit cns.